Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. The customer experienced a blood glucose (bg) level of 520 mg/dl and moderate levels of ketones. A manual injection was administered to address bg level. Reportedly, the customer had manual injections as alternate insulin therapy.